Event description:
It was reported via a medwatch report that the intended procedure was a liver transplant. The pt suffered an air embolism when IV tubing was being removed from the microclave clear cap connector (mfg by ICU medical inc) which had been attached to a single lumen infusion catheter (slic) that had been inserted in a two lumen central venous access device (B)(4). The microclave connector became disconnected from the single lumen infusion catheter when the tubing was being removed and fell off. Air came into the line and the pt became symptomatic for an air embolism. Pt went into cardiac arrest, sustained neurological injury and was placed in our nicu (neuro ICU). The pt is now in rehab.

Manufacturer narrative:
(B)(4). Sample will not be returned.